Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint that the instrument was not grasping the needle tightly and not articulating. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an or staff member noticed that the jaws of the mega needle drive did not grasp the suture needle tightly and the instrument also did not articulate. Per the reporter, no fragments fell inside the patient. The procedure was completed with no reported injury.